Event description:
The reported issue involves two freedom onboard batteries and are reported under two separate medical device reports: freedom onboard battery s/n (B)(4) (MFR report # 3003761017-2015-00038) and freedom onboard battery s/n (B)(4) (MFR report # 3003761017-2015-00039). The customer reported that the freedom onboard batteries caused "high temperature" fault alarms on the freedom driver while supporting a patient from mayo rochester. The patient replaced the onboard batteries and the alarm resolved. This alleged failure mode poses a low risk to patient because although the freedom onboard batteries caused "high temperature" fault alarms, it did not prevent the freedom driver from performing its life-sustaining functions. The freedom onboard batteries will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental mdrs.